Event description:
It was reported that the patient received three inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). All episodes fell into the fast ventricular tachycardia (fvt) detection and treatment zone, resulting in the shock. It was also reported that there were multiple unsuccessful wireless transmissions. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2012; 4196, implantable pacing lead, (B)(6) 2012. (B)(4).